Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging corrosion in the battery contact on his onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to the start of the alleged issue, the patient claims he felt symptoms of groggy, shaky and tired. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. A replacement meter was sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.